Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the device were reviewed and identified no deviations or anomalies. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of any of the components. It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Review of the compatibility matrix, the package inserts and the surgical technique identified that all the components are compatible. Per the package insert, pain is a known adverse effect of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.